Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent. A 510k number is not provided as the actual product code is unknown.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during fill was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A registered nurse (rn) contacted (B)(4) regarding a system error (se) 2367 alarm that occurred on the home choice (hc) unit during fill. The technical service representative (tsr) explained the alarm and had the rn cycle power. There was patient involvement, but no injury or medical intervention was reported at the time of the initial report. A follow up was done via phone. The rn stated she was not sure what caused the alarm. The rn set the home patient (hp) up with new supplies and the hp finished therapy.